Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. An inspection of the device noted that there was no video on a test display though the leds were working. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the camera didn't work. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.